Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant attempt, after the device was connected to the leads, the left ventricular lead had high threshold measurements and diaphragmatic stimulation. The device was disconnected and the analyzer showed the same results. The lead was once again connected to the device and the results were the same. The physician decided not to use that device and implanted a new device. When the lead was connected to that device, the results were the same. The second device was used and the left ventricular lead will remain in use and will be replaced within the next six weeks. No patient complications have been reported as a result of this event.